Event description:
It was learned through an operative report received for a related event that the patch was explanted after an implant duration of 11.53 months due to perivalvular leak.per the operative report of (B)(6) 2010: "there was an obvious perivalvular leak in the a1 area. I did not feel like I could close this adequately, so I removed the valve completely with all prosthetic material. This was done sharply. I removed the pericardial patch that had been placed in the atrium."

Manufacturer narrative:
Device not returned. This event was learned through implant patient registry. The patient also had other related events; (B)(4). Through follow-up with the health-care provider (via fax), a copy of the operative report was received. The device history record (DHR) review was completed and there was no nonconformance found related to this event.